Event description:
It was reported that the high voltage cable on the 9900 system is damaged. It was also noted that the c-arm squeaks. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on information provided the following components have been ordered. High voltage cable assembly and a friction clutch. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a followup report will be submitted as required.